Event description:
Md noticed that the patient was being given more sevoflurane gas than what he dialed into monitor. "10 times more gas.." As per dr. Anesthesia machine, after case, was removed from or room and replaced. Patient completed surgery and there was no harm to patient.biomed has determined that the unit lost its atmospheric pressure reference, causing it to act as described. He calibrated the unit and tested it with no issues.ge sent in the local service rep to evaluate the anesthesia unit. He could find nothing wrong and released the unit for use. Rep left a service report.